Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly were returned fully mated, and no damages were noted. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 43 arteriotomy locator - d2 one (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The sheath and locator assembly were returned fully mated, and no damages were noted. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective and preventive action is opened.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. The angio-seal device was not able to be inserted. A hematoma and pseudoaneurysm were reported to have occurred following use of the device. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A5: ethnicity: czechoslovakian. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: consultant interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the case was a percutaneous transluminal angioplasty (pta) antegrade puncture under ultrasound was completed and they were happy to close with angio-seal. They removed the 6fr introducer sheath and put the angio-seal dilator over the guidewire, as they advanced, they saw blood however realized the device had become unclicked, so removed and tried/fail to put in 8f sheath over the guidewire. The physician stated that the dilator popped out likely when it was at the artery wall while advancing the sheath into the artery, he could not push them together again as one unit, so they took it out. They tried to advance the original 6fr introducer sheath however it would not advance easily over the wire. A hematoma formed so manual compression given for greater than two hours. Ultrasound was performed and showed pseudoaneurysm, so the patient was transferred to a nearby hospital with vascular cover to bradford royal infirmary under vascular surgery and discharged the following day, no signs of pseudoaneurysm on post ultrasound 27feb26 however, groin hematoma will take a few weeks to resolve. The patient remained in stable condition. Procedure performed for the patient prior to angio-seal use was superficial femoral artery angioplasty. The estimated blood loss was less than 250cc. Multiple sticks were not performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient has no history of bleeding disorder. Patient on daily blood thinning medication (e.g. Asa, clopidogrel, warfarin) clopidogel and aspirin. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure.